Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot#: 0206335051, implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 20-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving hydromorphone (10 mg/ml at 8 mg/day) via an implantable pump for an unknown indication for use. It was reported crystallization was found in the pump pocket during a routine pump replacement on (B)(6) 2020 due to the pump coming to end of life. The crystalline substance found in the pocket had caused the pump to adhere to the inside of the pocket. The physician took samples and swabs. All drug was removed from the explanted pump, and was the same as expected. The catheter looked intact, although there was some debris in the pump to catheter connector, which was removed by the physician. The catheter was then aspirated and cerebrospinal fluid (csf) was observed to flow from it. The physician concluded the catheter was patent. The drug dose was reduced from 8 mg/day to 5 mg/day to accommodate for any limits in delivery prior to this. The issue was resolved. The patient status was alive - no injury. The pump would be returned. There were no reported patient symptoms. Further complications were not reported. Images of the pump pocket, explanted pump, and the crystalline substance were provided. Additional information was received. Results of the swabs/samples were not yet available. It was unknown if the debris observed in the catheter connector was a crystalline substance, human tissue, or another material; it was stated the debris cleared easily, and looked soft in appearance rather than crystalline like the sediment in the pocket.